Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Both leads were later reported to have possibly fractured. Both leads were explanted and replaced

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had exhibited high impedance, an impedance spike, oversensing, and short ventricular intervals. A lead tip issue was suspected. All values were reportedly normal at a subsequent visit. The lead was reprogrammed and remains in use but a lead revision will be planned. It was also reported that the right atrial (ra) lead exhibited varying and high impedance, noise, and short atrial intervals. All values were reportedly normal for the ra lead at a subsequent visit as well. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.